Event description:
It was reported that the patient was dizzy, lightheaded, and had palpitations. A lead warning occurred on the right atrial lead for low impedance and over-sensing. The unipolar impedance was higher than the bipolar. The lead was reprogrammed to sense bipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.